Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31089063l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation procedure using a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced heart block that required surgical intervention. During vt, when ablated around cusp, atrioventricular (av) block occurred. There was no trouble with the catheter itself. Initially, it was reported that the physician¿s assessment of the health hazard was non-serious (moderate/minor). Computed tomography (CT) and the map acquired seemed distant but when the area around cusp was ablated, av block occurred. Additional information was received on 16-oct-2023. It was reported that the physician's opinion on the cause of the adverse event was patient condition. Intervention provided was pacemaker implantation (¿since the patient was planning to have pacemaker implantation even if this event did not occur¿). Patient has recovered. This was initially assessed as not reportable since it was unknown what type of heart block occurred, no intervention was mentioned, and the physician deemed the event non-serious. With the additional information received, the event is now considered MDR reportable with an awareness date of 16-oct-2023.